Manufacturer narrative:
On september 29, 2021 additional information received indicated that the capsulectomy, and removal and replacements were bilateral. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female who underwent an unknown breast surgery with mentor memorygel, 360cc breast implant experienced right sided capsular contracture grade iii post procedure. A physical examination confirmed the issue. As a result, patient underwent replacement with non-mentor prosthesis on (B)(6) 2021.